Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for ca2 calcium gen.2 (ca) on a cobas 6000 c (501) module - c501. The sample initially resulted as 6.9 mg/dl and repeated as 9.9 mg/dl. The customer replaced the sample probe and then repeated the sample, resulting as 0.8 mg/dl. The 0.8 mg/dl value was reported outside of the laboratory. The sample was then repeated on a second c501 analyzer, resulting as 8.8 mg/dl. The 9.9 mg/dl and 8.8 mg/dl value were considered to be correct. The patient was not adversely affected. The ca reagent lot number was 300982. The reagent expiration date was asked for, but not provided. The field service engineer determined that there was a fluidics failure of the analyzer as one of the rinse nozzles was plugged with kim wipes. He instructed the customer on how to clean the rinse nozzle. He performed a mechanism check, observed all mechanisms, and checked all gauges. He performed precision checks and all results were within specifications. The customer performed daily maintenance and ran controls. Control results were within the customer's specifications. The analyzer was performing within specifications.